Event description:
It was reported that the patient has pain in the knee. Patient states that knee does not look right. Patient is seeking another opinion.

Event description:
It was reported that the patient has pain in the knee. Patient states that knee does not look right. Patient is seeking another opinion.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): remains implanted.